Event description:
It was reported that the device will not charge to lower energy levels, although it will charge to higher energy levels. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering info for a replacement power conversion pcb. The customer later confirmed that the device has now been repaired by replacing the power conversion pcb assembly. The replaced assembly has not been returned to physio-control for eval. Further root cause of the reported failure cannot be determined.